Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-oct-2015. The most recent information was received on 06-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), embedded device ("essure coil was embedded in my uterus /migration of implant location od device: uterus/part of an essure coil was in my uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control, parity 2, ovarian cyst and knee arthroscopy. 1. No interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram. 2. Fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended. Previously administered products included for an unreported indication: skyla and mirena. Concurrent conditions included morbid obesity, intermenstrual bleeding, urinary frequency, pelvic floor dyssynergia, endometrial polyp, incision site haemorrhage, vaginal bleeding and uterine bleeding. Concomitant products included levonorgestrel (skyla), medroxyprogesterone acetate (depo-provera) and nicotine polacrilex (thrive). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced pain ("stabbing pain all over my body"), skin lesion ("raw spots on my scalp,"), loss of libido ("no sex drive,") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"), headache ("severe headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced menorrhagia ("very heavy menstrual periods with blood clots/ heavy bleeding/abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), dysuria ("bladder or urinary problems or changes: dysuria") and pollakiuria ("bladder or urinary problems or changes: urinary frequency"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), acne ("acne,"), back pain ("lower back pain") and abdominal pain ("front abdomen pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device breakage, genital haemorrhage, pelvic pain, rash, acne, migraine, dyspareunia, vaginal discharge, fatigue, nausea, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, dysuria, pollakiuria, dysmenorrhoea and abdominal distension outcome was unknown, the weight increased, headache, pain, skin lesion, loss of libido and mood swings had not resolved and the menorrhagia, alopecia, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pollakiuria, rash, skin lesion, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of removal: (B)(6) 2017, (B)(6) 2017- bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Current weight 140 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: the healthcare provider told that the tubes were blocked and the essure was in place. Result: total bilateral occlusion.; on (B)(6) 2017: no interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram, fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended.. Pathology test - on (B)(6) 2017: 1. Normal appearing uterine cavity. No visible polyp or intracavitary lesions. Essure device visualized in right tubal ostia with coils within the uterine cavity. Essure device not visualized in left tubal ostia. 2. Bilateral essure coils examined and noted to be completely intact 3. Bedside x-ray showing small radioopaque fragments in uterine wall. Disordered proliferative phase endometrium with stromal breakdown and hemorrhage - negative for atypical glandular hyperplasia or malignancy with in the fragments b. Fallopian tubes, bilateral salpingectomy: - benign bilateral fallopian tubes including fimbria. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,mood swings, crampy pelvic pain daily, back pain, acne , dyspareunia, headaches, retained essure fragment ,vaginal bleeding. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes:dysuria, urinary frequency, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: bloating. Event outcome was updated for the event: hair loss. Concomitant and historical drug was added. Lab data was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 20-oct-2015. The most recent information was received on 02-dec-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), embedded device ('essure coil was embedded in my uterus /migration of implant location od device: uterus/part of an essure coil was in my uterus'), device breakage ('device breakage/they left fibers') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "planted into the right side of her uterus". The patient's medical history included birth control, parity 2, ovarian cyst and knee arthroscopy. 1. No interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram. 2. Fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended. Previously administered products included for an unreported indication: skyla and mirena. Concurrent conditions included morbid obesity, intermenstrual bleeding, urinary frequency, pelvic floor dyssynergia, endometrial polyp, incision site haemorrhage, vaginal bleeding and uterine bleeding. Concomitant products included ibuprofen, levonorgestrel (skyla), medroxyprogesterone acetate (depo-provera) and nicotine polacrilex (thrive). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced pain ("stabbing pain all over my body"), skin lesion ("raw spots on my scalp"), loss of libido ("no sex drive") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"), headache ("severe headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced menorrhagia ("very heavy menstrual periods with blood clots/ heavy bleeding/abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), dysuria ("bladder or urinary problems or changes: dysuria") and pollakiuria ("bladder or urinary problems or changes: urinary frequency"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), acne ("acne"), back pain ("lower back pain") and abdominal pain ("front abdomen pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device breakage, genital haemorrhage, pelvic pain, rash, acne, migraine, dyspareunia, vaginal discharge, fatigue, nausea, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, dysuria, pollakiuria, dysmenorrhoea and abdominal distension outcome was unknown, the weight increased, headache, pain, skin lesion, loss of libido and mood swings had not resolved and the menorrhagia, alopecia, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pollakiuria, rash, skin lesion, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of removal:(B)(6) 2017, (B)(6) 2017- bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Current weight 140 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: the healthcare provider told that the tubes were blocked and the essure was in place. Result: total bilateral occlusion.; on (B)(6) 2017: no interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram, fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended. Pathology test - on (B)(6) 2017: 1. Normal appearing uterine cavity. No visible polyp or intracavitary lesions. Essure device visualized in right tubal ostia with coils within the uterine cavity. Essure device not visualized in left tubal ostia. 2. Bilateral essure coils examined and noted to be completely intact 3. Bedside x-ray showing small radioopaque fragments in uterine wall. Disordered proliferative phase endometrium with stromal breakdown and hemorrhage - negative for atypical glandular hyperplasia or malignancy with in the fragments b. Fallopian tubes, bilateral salpingectomy: - benign bilateral fallopian tubes including fimbria. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,mood swings, crampy pelvic pain daily, back pain, acne , dyspareunia, headaches, retained essure fragment ,vaginal bleeding. Concerning the injuries reported in this case, the following ones were reported via social medial: device deployment issue quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Events: planted into the right side of her uterus added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), embedded device ("essure coil was embedded in my uterus /migration of implant location od device: uterus/part of an essure coil was in my uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control, parity 2, ovarian cyst and knee arthroscopy. 1. No interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram. 2. Fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended. Previously administered products included for an unreported indication: skyla and mirena. Concurrent conditions included morbid obesity, intermenstrual bleeding, urinary frequency, pelvic floor dyssynergia, endometrial polyp, incision site haemorrhage, vaginal bleeding and uterine bleeding. Concomitant products included levonorgestrel (skyla), medroxyprogesterone acetate (depo-provera) and nicotine polacrilex (thrive). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2015, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced pain ("stabbing pain all over my body"), skin lesion ("raw spots on my scalp"), loss of libido ("no sex drive") and mood swings ("mood swings"). In august 2015, the patient experienced pelvic pain ("pain"), headache ("severe headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In october 2015, the patient experienced menorrhagia ("very heavy menstrual periods with blood clots/ heavy bleeding/abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), dysuria ("bladder or urinary problems or changes: dysuria") and pollakiuria ("bladder or urinary problems or changes: urinary frequency"). In august 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), acne ("acne"), back pain ("lower back pain") and abdominal pain ("front abdomen pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device breakage, genital haemorrhage, pelvic pain, rash, acne, migraine, dyspareunia, vaginal discharge, fatigue, nausea, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, dysuria, pollakiuria, dysmenorrhoea and abdominal distension outcome was unknown, the weight increased, headache, pain, skin lesion, loss of libido and mood swings had not resolved and the menorrhagia, alopecia, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pollakiuria, rash, skin lesion, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of removal:24aug2017, 15nov2017- bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.7 kg/sqm. Hysterosalpingogram - on 10-jul-2015: the healthcare provider told that the tubes were blocked and the essure was in place. Result: total bilateral occlusion.; on 23-aug-2017: no interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram, fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended.. Pathology test - on 24-aug-2017: 1. Normal appearing uterine cavity. No visible polyp or intracavitary lesions. Essure device visualized in right tubal ostia with coils within the uterine cavity. Essure device not visualized in left tubal ostia. 2. Bilateral essure coils examined and noted to be completely intact 3. Bedside x-ray showing small radioopaque fragments in uterine wall. Disordered proliferative phase endometrium with stromal breakdown and hemorrhage - negative for atypical glandular hyperplasia or malignancy with in the fragments b. Fallopian tubes, bilateral salpingectomy: - benign bilateral fallopian tubes including fimbria. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,mood swings, crampy pelvic pain daily, back pain, acne , dyspareunia, headaches, retained essure fragment ,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case report from a consumer in the united states was identified on 20-oct-2015 during monitoring of postings an FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# FDA-2014-n-0736-1606). This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a (B)(6) female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control and parity 2. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced weight increased ("weight gain"), headache ("severe headaches"), pain ("stabbing pain all over my body"), skin lesion ("raw spots on my scalp,"), loss of libido ("no sex drive,"), menorrhagia ("very heavy menstrual periods with blood clots") and mood swings ("mood swings"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed in 2017. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown and the weight increased, headache, pain, skin lesion, loss of libido, menorrhagia and mood swings had not resolved. The reporter considered device dislocation, headache, loss of libido, menorrhagia, mood swings, pain, pelvic pain, perforation, skin lesion and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-mar-2018: legal claim was received and the following information were provided: new reporters added; upgraded to incident; patients initials updated; essure insertion date was updated from apr-2015 to 01-apr-2014 and removed in 2017; migration of implant, perforation of organs and pain were added as event. Essure legal manufacturer has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/they left fibers'), fallopian tube perforation ('perforation of organs') and embedded device ('essure coil was embedded in my uterus /migration of implant location od device: uterus/part of an essure coil was in my uterus') in a 32-year-old female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "planted into the right side of her uterus". The patient's medical history included birth control, parity 2, ovarian cyst and knee arthroscopy. 1. No interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram. 2. Fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended. Previously administered products included for an unreported indication: skyla and mirena. Concurrent conditions included morbid obesity, intermenstrual bleeding, urinary frequency, pelvic floor dyssynergia, endometrial polyp, incision site haemorrhage, vaginal bleeding and uterine bleeding. Concomitant products included ibuprofen, levonorgestrel (skyla), medroxyprogesterone acetate (depo-provera) and nicotine polacrilex (thrive). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and rash ("rash/ face breaking out"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2015, the patient experienced pain ("stabbing pain all over my body"), skin lesion ("raw spots on my scalp"), loss of libido ("no sex drive") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("severe headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ light cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("very heavy menstrual periods with blood clots/ heavy bleeding/abnormal bleeding(menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), dysuria ("bladder or urinary problems or changes: dysuria") and pollakiuria ("bladder or urinary problems or changes: urinary frequency"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("front abdomen pain"), back pain ("lower back pain"), procedural pain ("post procedural pain"), abdominal symptom ("yellowish- brown liquid coming out of belly buttton"), acne ("acne") and pruritus ("lower stomach is very itchy"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, embedded device, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, procedural pain, vaginal haemorrhage, female sexual dysfunction, vaginal discharge, abdominal distension, abdominal symptom, migraine, rash, acne, fatigue, nausea, urinary tract infection, dysuria, pollakiuria and pruritus outcome was unknown, the abdominal pain, back pain, menorrhagia and alopecia had resolved and the weight increased, headache, pain, skin lesion, loss of libido and mood swings had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal symptom, acne, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, pollakiuria, procedural pain, pruritus, rash, skin lesion, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of removal: (B)(6) 2017, (B)(6) 2017- bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: the healthcare provider told that the tubes were blocked and the essure was in place. Result: total bilateral occlusion.; on (B)(6) 2017: no interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram, fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended. Pathology test - on (B)(6) 2017: 1. Normal appearing uterine cavity. No visible polyp or intracavitary lesions. Essure device visualized in right tubal ostia with coils within the uterine cavity. Essure device not visualized in left tubal ostia. 2. Bilateral essure coils examined and noted to be completely intact. 3. Bedside x-ray showing small radioopaque fragments in uterine wall. Disordered proliferative phase endometrium with stromal breakdown and hemorrhage negative for atypical glandular hyperplasia or malignancy with in the fragments. B. Fallopian tubes, bilateral salpingectomy: benign bilateral fallopian tubes including fimbria. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,mood swings, crampy pelvic pain daily, back pain, acne , dyspareunia, headaches, retained essure fragment ,vaginal bleeding. Concerning the injuries reported in this case, the following ones were reported via social medial: device deployment issue. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet received. Events: yellowish- brown liquid coming out of belly button, lower stomach is very itchy, post procedural pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1606) on 20-oct-2015. The most recent information was received on 24-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), embedded device ("essure coil was embedded in my uterus /migration of implant location od device: uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no: b97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control, parity 2, ovarian cyst and knee arthroscopy. 1. No interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram. 2. Fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended. Previously administered products included for an unreported indication: skyla and mirena. Concurrent conditions included morbid obesity, intermenstrual bleeding, urinary frequency, pelvic floor dyssynergia, endometrial polyp, incision site haemorrhage, vaginal bleeding and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rash"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2015, the patient was found to have weight increased ("weight gain") and experienced headache ("severe headaches"), pain ("stabbing pain all over my body"), skin lesion ("raw spots on my scalp,"), loss of libido ("no sex drive,"), menorrhagia ("very heavy menstrual periods with blood clots/ heavy bleeding"), mood swings ("mood swings"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), acne ("acne,"), nausea ("nausea"), back pain ("lower back pain") and abdominal pain ("front abdomen pain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device breakage, genital haemorrhage, pelvic pain, rash, acne, migraine, dyspareunia, vaginal discharge, fatigue and nausea outcome was unknown, the weight increased, headache, pain, skin lesion, loss of libido and mood swings had not resolved and the menorrhagia, back pain and abdominal pain had resolved. The reporter considered abdominal pain, acne, alopecia, back pain, device breakage, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rash, skin lesion, vaginal discharge and weight increased to be related to essure. The reporter commented: date of removal: on (B)(6) 2017, on (B)(6) 2017- bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: the healthcare provider told that the tubes were blocked and the essure was in place: on (B)(6) 2017: no interval change in appearance of the essure devices when compared to the images from the 2015 hysterosalpingogram, fecal debris present throughout the large bowel. Correlation for symptoms related to constipation is recommended. Pathology test: on (B)(6) 2017: 1. Normal appearing uterine cavity. No visible polyp or intracavitary lesions. Essure device visualized in right tubal ostia with coils within the uterine cavity. Essure device not visualized in left tubal ostia. 2. Bilateral essure coils examined and noted to be completely intact 3. Bedside x-ray showing small radioopaque fragments in uterine wall. Disordered proliferative phase endometrium with stromal breakdown and hemorrhage negative for atypical glandular hyperplasia or malignancy with in the fragments b. Fallopian tubes, bilateral salpingectomy: benign bilateral fallopian tubes including fimbria. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,mood swings, crampy pelvic pain daily, back pain, acne , dyspareunia, headaches, retained essure fragment ,vaginal bleeding. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event:abnormal bleeding (general),rashes or skin conditions type: rash and acne, migraines /headaches, migration of essure device location of device: uterus, nausea, device breakage, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hairloss were added. Event: migration of implant were updated to device expulsion. Outcome of events were updated. Concomitant drugs, lab data, medical history, historical drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.